Manufacturer narrative:
The reason for this instrument failure was reported as impactor coming out. The possible time in service for the instrument is 1 year. The healthcare professional indicated that this event occurred during cleaning/sterilization, away from the patient. No risk or adverse event was reported by the surgeon. The surgery was completed as intended, with no delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The devices were returned to manufacturer and made available at djo surgical for examination. A review of the instrument's device history records (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There were no non-conforming material reports (ncmr) associated with the production of this instrument. Complaint database review shows seven prior complaints filed against the instruments item number that reports a similar failure. Those are 1 - functional and 6 - broke/cracked/damaged. The root cause of this complaint is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This instrument has undergone a design change to remediate this issue of the loosening plunger assembly. RMA examination: the reported devices were returned to djo surgical for evaluation. Six (6) of the items have the button in tact. One (1) button was returned without the impactor. One (1) lot number was unable to be recorded as the impactor was discolored in away that made the lot number illegible. The original quantity of 8 was not returned, only 6 devices were returned for investigation.

Event description:
Instrument failure: due to the locking tibial impactors at nebh keep coming apart.